Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below knee artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during 8th inflation at 10 atmospheres for 10 seconds, the balloon ruptured at the middle part. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.